Manufacturer narrative:
Unknown manufacturer:(B)(4). Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that there was blood splash while using unspecified bd¿ insyte catheter. The following information was provided by the initial reporter: it is reported customer experienced blood splatter. Verbiage received, - 20g IV inserted when need was retracted, blood splattered out of it onto the pt bed & sheets. Blood cleaned up. IV secured.